Event description:
It was reported by the aci sales professional that a (B) (6) female patient underwent a left renal stent procedure on (B) (6) 2010. Access was obtained in the right common femoral artery (cfa). Heparin was administered peri-procedure. It was reported that peripheral vascular disease (pvd) was present in the artery. Following the procedure, the radiology technician trained to the mynx, prepped and used contrast in the balloon prior to deploying the device. There was no reported complication during deployment and hemostasis was successfully achieved. Four hours post procedure, the patient complained of extreme pain in the right leg. The patient¿s pedal pulses were diminished and her right leg was cold and numb. Access was obtained in the left groin and the physician went contralateral to do a peripheral study on the right leg. It was reported that there was a filling defect at the bifurcation/distal cfa. The physician assessed what was thought to be sealant in the artery and attempted to retrieve it percutaneously via a 7f shuttle sheath and aspiration. Fragments of material were successfully aspirated, however after several hours the right superficial femoral artery (sfa) was reported to be completely shut down. The procedure was abandoned and the patient was sent to surgery. The material was successfully removed and flow was restored to the right leg. The material was not sent to pathology. The patient is reported to be doing fine and was discharged on (B) (6) 2010 without further complication.

Event description:
Received additional information reporting that patient was readmitted for a hematoma in the groin and anemia. The anemia was corrected and patient was again discharged home. Exact date not provided.

Manufacturer narrative:
The review of the lhr (lot f0934501) indicated that the mynx device met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received, the root cause of the reported sealant misdeployment could not be conclusively determined. It was reported that "material" removed from the common femoral artery and superficial femoral artery was not sent to pathology for analysis. Without source documents or the material to perform chemical analysis, the root cause of the reported sealant misdeployment and composition of the material occluding the vessels could not be conclusively determined. In addition it was reported that peripheral vascular disease was present in the artery. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, it was reported that hemostasis was achieved successfully. Therefore, there is no evidence to suggest that the mynx device did not meet specification. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
Received additional information reporting that the patient's anemia was treated with a blood transfusion and that the patient was discharged from the hospital on (B)(6) 2010 without further clinical sequela.